Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid pelvic inflammatory disease") and pelvic pain ("chronic pelvic pain / pain") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included back surgery and cholecystectomy. Previously administered products included for birth control: depo provera and nuvaring; for an unreported indication: flagyl. Past adverse reactions to the above products included rash with flagyl. Concurrent conditions included anesthesia, migraine, anxiety, pseudoseizure and alcohol use. Concomitant products included levonorgestrel (mirena), medroxyprogesterone acetate (depo-provera) since 2015 and nuvaring from 2015 to 2016 for birth control. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), abdominal pain lower ("lower abdominal pain"), pain in extremity ("leg pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and weight increased ("weight gain"). The patient was treated with salpingectomy (bilateral removal of fallopian tubes)) and an unspeciifed pelvic surgery to try and alleviate the symptoms. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, dyspareunia, nausea, abdominal pain lower, pain in extremity, vaginal haemorrhage, menorrhagia and weight increased outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain lower, dyspareunia, menorrhagia, nausea, pain in extremity, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2016: devices were in place . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- pelvic inflammatory disease, pelvic pain,nausea. Most recent follow-up information incorporated above includes: on 29-may-2018: concomitant drugs were added. Added events dyspareunia (painful sexual intercourse), abnormal (vaginal, menorrhagia), weight gain / loss specify which one: weight gain. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid pelvic inflammatory disease") and pelvic pain ("chronic pelvic pain / pain") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included back surgery and cholecystectomy. Previously administered products included for birth control: depo provera and nuvaring; for an unreported indication: flagyl. Past adverse reactions to the above products included rash with flagyl. Concurrent conditions included anesthesia, migraine, anxiety, seizures and alcohol use. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), abdominal pain lower ("lower abdominal pain") and pain in extremity ("leg pain"). The patient was treated with surgery (underwent salpingectomy (bilateral removal of fallopian tubes)) and surgery (plaintiff underwent a pelvic surgery to try and alleviate the symptoms). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, dyspareunia, nausea, abdominal pain lower and pain in extremity outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain lower, dyspareunia, nausea, pain in extremity, pelvic inflammatory disease and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2016: devices were in place ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- pelvic inflammatory disease, pelvic pain,nausea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events-" pid pelvic inflammatory disease, nausea, lower abdominal pain, leg pain", reporter,lab data added from pfs. On (B)(6) 2018: historical and concomitant condition, reporter added from medical record. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). The patient was treated with surgery (plantiff underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the pelvic pain and dyspareunia outcome was unknown. The reporter considered dyspareunia and pelvic pain to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.